Event description:
Customer's spouse called to report an emergency room visit for low blood glucose. Ems transported the customer. Customer's blood glucose level at time of ems call was 20 mg/dl. Customer also had an infection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.